Event description:
New information received indicated the delivery catheter tethers were misaligned in tether mode when connected to the leadless pacemaker, potentially due to excessive force.

Event description:
Related manufacturer reference number: 2017865-2023-24287. It was reported the patient presented for a leadless pacemaker implant. During the procedure, upon going into tether mode, the leadless pacemaker prematurely released from the delivery catheter. The device was successfully retrieved and upon xray inspection, the helix was seen to be stretched. A new device was implanted without issue. There were no patient consequences.